Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by an eye care provider (ecp) on (B)(6) 2018 via email that four patients experienced corneal ulcer. Additional information was received on 20-aug-2018 via e-mail that a (B)(6) female patient presented with lore watery in the left eye and was seen with off center 2x2 mm lesion. The patient's general history was htn and took up anti-depressant. The patient's eye was treated with ofloxacin; treatment modality and duration were not provided. The patient's eye was recovered.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).